Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed insertion tube coating peeling issue could not be determined, however, it is likely that the issue was the result of stress due to user handling, chemical/reprocessing and or storage environment. The event can be detected/prevented by following the instructions for use which state: ¿important information ¿ please read before use: warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. The IFU (reprocessing manual) warns against reprocessing not recommended by the reprocessing manual with the following content. ¿1.4 precautions:¿. ¿olympus cannot guarantee the effectiveness, safety, and durability of reprocessing methods not described in this reprocessing manual. If you choose to use a reprocessing method not recommended in this manual, the local institution and/or physicians must assume responsibility for its safety and efficacy. Make sure to carefully inspect each piece of endoscopic equipment for irregularities (damage) prior to each patient procedure. Do not use the equipment if any irregularity is observed¿. Store the endoscope and accessories in an endoscope storage cabinet that also protects the equipment from physical damage¿. ¿to prevent damage, do not store the endoscope and/or accessories in direct sunlight, at high temperatures, in high humidity, or exposed to x-rays, ultraviolet rays, or ozone¿. ¿ to prevent damage, do not store the endoscope and/or accessories with chemicals or in a gas-generating area¿. ¿ do not coil the endoscope¿s insertion tube or universal cord with a diameter of less than 12 cm. Such improper storage may damage the endoscope¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii bronchovideoscope had leaked from the bending section during reprocessing. During inspection and evaluation, connecting tube has coating peeling (1mmsq or more). There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: scratches found throughout the device, due to a pinhole on the bending section cover, water tightness is lost, adhesive on bending section cover is detached, and due to wear of the angle wire, bending angle in the down direction does not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.